Event description:
Additional information was reported which indicated that lead damage was observed under fluoroscopy, of the lv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this left ventricular (lv) lead was surgically abandoned, as the lead would no longer capture. No additional adverse patient effects were reported.